Event description:
It was reported that the patient wanted to get more left sided coverage. The patient underwent a revision procedure wherein leads were replaced. No issues with the current device. The patient was doing well postoperatively and was receiving stimulation in the required areas. The explanted leads were discarded by the facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7075967.